Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was being used for hypothermia, but the patient was getting warmer. It was making a loud sound. Patient arrived at 35.3c about 4 hours ago. Now the patient was 35.6c, water temperature (wt) was 29.4c, flow rate (fr) was 2.4lpm, targeted temperature (tt) was 34c. Chiller temperature (t4) was 39.5c. Mixing pump command 100 percentage. Confirmed alert 113 (reduced water temperature control) in event log. Explained device needs to go to biomed labeled with not cooling.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-01470. Correction: b, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was being used for hypothermia, but the patient was getting warmer. It was making a loud sound. Patient arrived at 35.3c about 4 hours ago. Now the patient was 35.6c, water temperature (wt) was 29.4c, flow rate (fr) was 2.4lpm, targeted temperature (tt) was 34c. Chiller temperature (t4) was 39.5c. Mixing pump command 100 percentage. Confirmed alert 113 (reduced water temperature control) in event log. Explained device needs to go to biomed labeled with not cooling. Per follow up information received via task on 08may2025, per wo, they stated that the device was sent down to biomed because the chiller was frozen over. It was determined that the device had a failed chiller, chiller tank full, t4: 22.8. Sample received for repair.